Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to the front response button being contaminated. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.